Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor board. In consequence (correction) the defective sensor board was replaced. There was no patient or user harm.

Event description:
Tf5507 alarm has occurred. Normal operation of the ventilator on the test after replacing the sensor board(p/n 10089445) we want to sensor board(p/n 10089445) standard rga.